Manufacturer narrative:
Full name of the facility is social medical law lifelong association fuchu hospital. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection of the device, it was observed that the tissue pad was heavily worn. There was a mark on the probe that came into contact with the grip. There was a mark of contact with the probe on the grip. A likely mechanism causing the reported event might be the following: the ultrasonic output was activated while the distal end of the grasping section was grasping the body tissue. The probe was contacting the tissue pad at the rear end of the grasping section causing the tissue pad to wear severely. It also caused the contact mark. The output was activated while the probe was contacting the non-insulated area causing an error (error code:u504). The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
The device was returned by the customer for the issue of an unknown probe damage error code received for the device, causing the device to have no output two hours into a therapeutic laparoscopic total hysterectomy. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted. At the time of the reported event, intelligent tissue monitoring (itm) function was on and settings were var:1/max:3.upon evaluation of the returned device, it was observed that the tissue pad of the device was heavily worn. This medwatch is being submitted for the reportable issue of the heavily worn tissue pad observed during device evaluation.

Manufacturer narrative:
Please see update in h6.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.